Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-13382, related manufacturer reference number: 1627487-2021-13384, related manufacturer reference number: 1627487-2021-13385. It was reported the patient experienced undesired nerve stimulation in the groin area. Troubleshooting revealed high impedances. As a result, surgical intervention may be undertaken on (B)(6) 2021 wherein the ipg and one lead were explanted and replaced. Issue resolved. It is unknown which lead was replaced; therefore, all applicable leads will be reported.